Manufacturer narrative:
The suspect device is expected to return for investigation. A follow-up report will be submitted once the investigation has been completed.

Event description:
The account alleges that during a percutaneous transluminal angioplasty of a patients superficial femoral artery [sfa] a catheter tip detached. The physician had acquired retrograde, arterial access and had negotiated the patient's ilio-femoral conduit under fluoroscopy with a guidewire and the 4f catheter. During over-the-wire catheter manipulations, the catheter tip detached but remained on the guidewire. The procedure was delayed. A vascular snare device was used to pin the detached tip to the wire during removal. The angioplasty procedure was completed post foreign body removal.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to clinical use and forces imposed during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.